Event description:
During review on patient's programming history by the manufacturer, high lead impedance was found, occurred on (B)(6) 2012. Information was found in manufacturer's database found that the patient underwent full revision surgery on (B)(6) 2013 with reason for replacement indicated as prophylactic on the implant card. The explanting facility discarded the explanted device; therefore, no analysis can be performed.